Manufacturer narrative:
Product event summary: fracture on positive side of patient cable was confirmed to be the cause of pacing failure.

Event description:
It was reported that while the external pulse generator (epg) and temporary pacing cable were attached to a patient, there was pacing failure. Though the output rate was increased, pacing failure continued. At that time, the electrocardiogram (ECG) could not find the pacing spike. The patient was immediately treated by a competitor backup temporary pacemaker. It was noted that the event was possibly caused by the pacing cable. The pacing cable was returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.